Event description:
The customer alleges, she heard a crack and all of a sudden, the seat on the chair snapped and she was slowly lowered to the ground. The consumer alleges this is the second time she has used the shower chair. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. A malfunction alleged. Medical intervention was alleged. Allegedly, the consumer alleges she heard a crack and all of a sudden the seat snapped and she was slowly lowered to the ground. The consumer alleges that this it was only the second time she has used the shower chair. Upon additional invacare contact with the consumer, the consumer alleges having issues with her knees relating to the incident. Allegedly, the consumer went to the doctor and was told that the pressure/pain should alleviate in a few weeks. In addition, she alleged the seat broke in half. A replacement was offered to bring the original unit back for an evaluation. The consumer refused to return the product. The consumer is a (B)(6) female who (B)(6). The consumers medical condition and stability for using the device are unknown. The consumers medication regimen is unknown. The shower chair set up and positioning in the shower are unknown. Correction: the manufacturer was changed from known based on the model and using a distributor list to unknown based on no serial number provided.

Manufacturer narrative:
No serious injury alleged. A malfunction alleged. Medical intervention was alleged. Allegedly, the consumer alleges, she heard a crack and all of a sudden, the seat snapped and she was slowly lowered to the ground. The consumer alleges that this was only the second time she has used the shower chair. Upon additional invacare contact with the consumer, the consumer alleges having issues with her knees relating to the incident. Allegedly, the consumer went to the doctor and was told that the pressure/pain should alleviate in a few weeks. In addition, she alleged, the seat broke in half. A replacement was offered to bring the original unit back for an evaluation. The consumer refused to return the product. The consumer is a (B)(6) female who weights (B)(6). The consumer's medical condition and stability for using the device are unknown. The consumer medication regimen is unk. The shower chair set up and positioning in the shower are unk.

Event description:
The consumer alleges she heard a crack and all of a sudden the seat on the chair snapped and she was slowly lowered to the ground. The consumer alleges this is the second time she has used the shower chair. No injury is alleged.